Event description:
The customer reported being hospitalized with low blood glucose of 44mg/dl during christmas. However, after hospitalization the rest of family got sick, and now she thinks the issue was related to virus or food poisoning. The customer was shaking, vomiting, and was unable to bring down her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.